Manufacturer narrative:
Follow-up #1 date of submission 09/19/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the 'up' and ¿contrast¿ buttons were intermittently responsive. The 'down' and 'ok' buttons responded to user input. No visible damage to the keypad was observed. The keypad cover was removed to check condition of the button contacts and contamination was present under the contacts of all buttons. Unrelated to the initial complaint, the bolus button was observed to have a hole in it but was functional.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.